Event description:
After the procedure, while trying again to disassemble the devices, the inner pin broke into two (2) pieces. The proximal part is still stuck inside.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: b5, h4 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: corrected data: d3, g1

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3. Date of event. D9. Date device returned to manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, the conduit tlif trial inserter could not be disassembled. When turning the knob, the inner pin was stuck inside. The surgery was completed as planned. No impact on patient. This complaint involves three (3) devices. This report is for (1) trial inserter sh connection. This report is 1 of 3 for pc-(B)(4) devices.

Manufacturer narrative:
Product complaint #pc-(B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is (B)(6). The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: part: tft20101; lot: e18di0157; supplier: eit. ¿ batch1: released on may 26, 2018 with no discrepancies. No nonconformance reports (ncrs) were generated during production. Part: tft20101. Synthes lot: e20d10591. Release to warehouse date: march 01, 2021 manufactured by: eit emerging implant technologies no nonconformance reports (ncrs) were generated during production. Part: tft20101. Synthes lot: e20d10458. Release to warehouse date: february 02, 2021. Manufactured by: eit emerging implant technologies. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the trial inserter sh connection had minor scratches on the distal tip consistent with use. The trial inserter sh connection was connected to the trial inserter knob and could not be separated. Additionally, the shaft of the tlif trial inserter pin sh connection was broken off inside the trial inserter sh connection and could not be removed. The broken off portion was returned. No other damage or defects were noted. The returned device consists of three subcomponents. Each of the subcomponents returned was from a different production lot, so device history records (dhrs) were performed on each lot and no issues were noted. A dimensional inspection was not performed for the device as any complaint relevant dimensions are unable to be accessed when the devices are mated. A functional test was performed and the trial inserter knob spun freely in the trial inserter sh connection, but would not separate. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the trial inserter sh connection would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed -tft20101 trial inserter sh connection (current). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.